Manufacturer narrative:
Collamer ultraviolet-absorbing posterior chamber single piece foldable intraocular lens. (B)(4). Method: lens work order search. Results: visual inspection of the returned product found pieces of the lens optic and one haptic torn off, with a piece torn off and missing. The lens was returned in liquid. A lens work order search was performed and no similar complaints were found within the work order. Conclusions: based on the complaint history, work order search and the evaluation of the returned product, a specific root cause of the event could not be determined. (B)(4).

Event description:
The reporter stated the surgeon inserted (B)(4) collamer aspheric single piece lens and the lens tore. The lens was removed with no patient injury, no enlarged incision or sutures.